Event description:
A report was received that the patient underwent an ipg relocation. Patient's pocket site was causing irritation and the physician relocated the ipg to the left buttock region. The patient is reportedly doing well following the revision.